Event description:
The stryker pangea tray system for ortho trauma procedures was put into circulation after commissioning into our system. We discovered that the lettering and silhouettes of instruments identifying what the instrument is and where in the tray they belong was peeling after the first wash. This was reported to our local rep from stryker who stated this was a known issue, and it was determined that requesting replacements will result in a similar outcome. With the peeling of the lettering, silhouettes, etc. Being a known issue, why continue to have this as part of the manufacturing process of the trays?